Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct the initially reported g3 date. The aware date of this correction is 30apr2025. Upon an internal review it was found that the incorrect date was submitted in section g3 due to the incorrect aware date captured within the complaint record. Terumo medical corporation has opened a CAPA to address. The corrected aware date is now reflected in this follow-up.

Event description:
The user facility reported that the angio-seal sheath and arteriotomy locator could not be plugged together as usual and could not be released. They changed to manual compression and a compression bandage. There was no patient injury.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data protection a2: age & date of birth: requested, not provided due to data protection a3a: sex: requested, not provided due to data protection a3b: gender: requested, not provided due to data protection a4: weight: requested, not provided due to data protection a5: ethnicity: requested, not provided due to data protection a6: race: requested, not provided due to data protection d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).